Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced pain in the neck, ribs, back and hip following a trial procedure. The patient was admitted to the hospital where the leads were explanted as the pain did not subside. The patient has been discharged and is currently recovering at home.